Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that indicated a revision procedure had occurred and this rv lead was repositioned with good parameters. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing thresholds. A chest x-ray was obtained that confirmed a rv lead dislodgement and the physician requested that the patient be scheduled for a repositioning. This rv lead remains in service. No adverse patient effects were reported.